Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged device test failure and pump error 43 alarm found on 11/30/2021. Pump passed the self-test, displacement test, rewind test, prime/seating test, force sensor test and occlusion test, however failed the basic occlusion test. No unexpected pump error 43 alarms noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 43 alarms on 11/30/2021 at 11:30:13 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Force sensor zero offset within specification (23.3mv). Motor was taken to the test bench where it rewound with no errors or alarms noted. The following were noted during visual inspection: pillowing keypad overlay. In summary, pump passed the self test, thus device test failure was not confirmed. Customer alleged for pump error 43 alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm twice. Customers mother stated customer was just trying to deliver a bolus when the error shows on the insulin pump. Customer tried to clear the alarm but when he was rewinding the insulin pump, noticed something was not working on the piston. After the insulin pump was rewound, pump error happened again. Customer was able to successfully clear alarm and able to complete rewind. Insulin pump did not able to successfully complete steps in displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.